Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the tortuous left circumflex (lcx) artery. The physician used an opticross catheter to evaluate the vessels. The lcx was pre-dilated with a 1.5x15mm non-bsc and 2.0x15mm emerge balloons. A 2.25x24mm promus premier was advanced but failed to cross the lcx due to the tortuous anatomy. The 2.25x16mm synergy stent was then deployed in the mid lcx, and a 2.25x20mm synergy was deployed in the proximal lcx. A 4.0x20mm promus premier was deployed in the left main. The physician used an opticross catheter to evaluate the lad, lm, and lcx vessels. After the pullback runs of opticross in lcx, the physician noted that the distal part of the synergy 2.25x16mm at the mid lcx is deformed and shortened around 2-3mm. The physician re-wired the stent segment and post dilated the deformed stent with a 1.25x12mm, 1.5x12mm, and 2.0x15mm non-bsc balloons and finally an emerge 2.5x15mm. The deformed part of synergy 2.25x16mm is finally well apposed. A promus premier 2.25x24mm is deployed at pda. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event 18 years or older. Device is combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).